Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: short circuit in the motor cable - motor cable replaced; "micro": preventive replacement of o-rings performed; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test completed; safety test checklist enclosed. When there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during post-surgery, it was observed that the micro tornado hp w handcontrol device did not work buttons and did not turn with a jammed motor. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: event: it was inadvertently missed in the initial report that the issue was detected post-surgery. It was unknown if there was a delay in the surgery. It was unknown if alternatives were readily available. It was reported that the procedure was completed. It was reported that there was no impact to the patient. Device evaluation update: it was reported in the initial report that the complaint was confirmed. Further investigation determined that the complaint was partially confirmed, as the service center could not confirm the motor was jammed. The following information was derived from the service report: short circuit in the motor cable - motor cable replaced "micro": preventive replacement of o-rings performed acc. To service manual unit cleaned functional test performed hipot test completed electrical safety test acc. To iec 60601-1 completed functional test acc. To test procedure completed safety test checklist enclosed when there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.